Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: the black box showed multiple replace battery alarms on (B)(6) 2017. There was no evidence of short battery life observed. The battery compartment was cracked at threads on the side and below the grip pad. The returned battery cap fit and there was evidence of moisture corrosion observed in the battery canister and on the display screen inside the pump. The leak test failed due to a battery compartment leak. The pump powered up with auditory and vibration to a blank screen. The pump¿s cover was removed and further moisture was observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.